Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified crease folds, a curved opening on the radius and the device was noted to be underweight. A visual and microscopic analysis was performed which identified a shapr, crease opening on the radius, stress marks and wear/abrasion. Based on the device analysis the final assessment is: a sharp, crease opening on the radius assessed as a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.